Manufacturer narrative:
Device not returned was checked in error in the initail report. Conclusion code was missing in the initial report.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) that the patient¿s scs ipg took a long time to recharge. New charging system did not provide resolution. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Reportedly, therapy was restored post-operatively.